Event description:
It was reported that the lead warning triggered due to a polarity switch, and the lead exhibited high impedances. In-office testing did not result in any noise being seen, nor were there any changes to impedance or capturing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high ventricular impedance/resist: 374 high impedance paces noted post lead warning on (B)(6) 2011. Stable impedance at approximately 2000 ohms.